Manufacturer narrative:
Product complaint #: (B)(4). D10: correction.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the image. The image was reviewed, and the complaint condition could be confirmed, as the device is broken. The ridges of the device can be seen on the device fragment and the rings are part of the threads. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. The root cause of the complaint condition could not be determined as the handling and use of the device are unknown. However, the technique guide mentions excessive torque or impaction force, when applied to long-handled insertion tools, can cause splitting or fracture of implants, which is a possible root cause for the complaint condition. During the investigation no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Additional device product codes: mqp; odp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the surgeon was performing a l4-s1 posterior lumber interbody fusion on patient on (B)(6) 2019. During procedure surgeon cleared the l4-5 disc space and inserted two (2) 11x13x27 five degree concorde cage of which he removed one which was still on the inserter and attempted to remove the second cage but was unable to do so, instead he tamped this cage farther in. More disc material was removed on one side and then the removed 11x13x27 five degree cage was reinserted. However the inserter snapped off the cage and the surgeon had to remove a black ring from where the cage connected to the inserter and part of the backside of the cage which had broken off into the patient. Surgeon did not want to remove this cage and confirmed that he was happy with the positioning of the cages after image intensifier was taken. Fragments were generated, but were removed easily. There was no surgical delay due to the reported event. Procedure was successfully completed. Patient status/ outcome is unknown. This is report 1 of 2 for (B)(4).